Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tips of drivers broken off.

Manufacturer narrative:
Correction: h6 (health impact code). The reported event that could be confirmed, since the images provided for evaluation matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device confirms breakage and reveals an oblique fracture at the tip of the device. The fracture surface is rough and irregular, with shear lips and fibrous patterns, indicating bending and torsional stresses prior to failure. Microscopic examination confirmed localized corrosion on the fracture face, suggesting repeated reprocessing may have contributed to material degradation. Furthermore, a hardness test indicates the material is well within the range of accordance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was determined to be user-related. The fracture resulted from significant torsional loading, likely combined with off-axis stresses, consistent with the observed catastrophic failure. Microscopic analysis revealed corrosion marks on the fracture surface, indicating repeated reprocessing and cleaning cycles, which may have contributed to localized material degradation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Tips of drivers broken off.